Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
Event complications: none from the event - reported 9/23/96. Patient's current status: o.k. - rpt'd 9/23/96.